Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead was repositioned four times, after which the helix was rotated 40 times, and did not extend. There appeared to be considerable torque built up between the coils. The lead was not implanted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood observed in/on the helix mechanism; full lead analyzed.